Event description:
On (B)(6) 2013, the lay user/ patient contacted lifescan (lfs) (B)(4) alleging his onetouch verio iq meter read inaccurately. The complaint was classified based on additional information obtained by a customer care advocate (cca) during a follow-up call. The patient tests his blood glucose 10x daily and his usual results are around "4-8 mmol/l." The patient manages his diabetes with novorapid insulin and lantus insulin. It is not specified when the alleged issue began. The patient claimed he woke up one morning feeling a low blood glucose symptom of sweaty. At that time, the patient reportedly tested his blood glucose and obtained a "normal" result of "5.2 mmol/l" with the subject meter. The patient drank a glucose drink and ate biscuits as treatment. The patient reportedly felt better about 4-5 minutes later. Prior to his reported symptoms, the patient confirmed he obtained blood glucose results that were within the normal range and denied making changes to his usual management routine. The patient also denied testing with another meter. At the time of troubleshooting, the cca noted the subject meter was set to the correct unit of measurement and an approved sample site was used for testing. Quality control testing was performed which tested outside of specifications. Replacement products were sent to the patient. Based on the information provided, there is no indication that the product caused or contributed to a serious injury. The patient's symptoms started before the reported issue first occurred and there is no evidence the patient administered inappropriate self treatment due to the alleged issue. However, this complaint is being reported because the alleged inaccuracy remained unresolved.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.